Event description:
Boston scientific received information that during the implant procedure, during the coronary canulation, a perforation occurred. No adverse patient effects were experienced as a result of this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. There was no intervention needed due to the perforation and the leads were successfully implanted.